Manufacturer narrative:
Quality safety evaluation received on 11-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and one year later started experiencing pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, consumer had fibromyalgia which could have contributed to the occurrence of the pain. However given the compatible temporal relationship, and nature of the event pelvic pain, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2012 as contraceptive method. The consumer's concurrent condition included fibromyalgia. One year after essure insertion (in 2013) consumer started experiencing pelvic pain, pelvic and abdominal swelling, back pain, tiredness, headache, and pain during sexual intercourse. The events were ongoing and the current health state of consumer was reported as worsening. Ibuprofen for pain relief and altagin were used to treat the events. Essure use was ongoing. All the events were considered related to essure by the consumer. Company causality comment: this spontaneous non-medically confirmed case report was received from a consumer via regulatory authority. The female consumer had essure (fallopian tube occlusion insert) inserted and one year later started experiencing pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, consumer had fibromyalgia which could have contributed to the occurrence of the pain. However given the compatible temporal relationship, and nature of the event pelvic pain, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.